Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading at time of the call was 180mg/dl. Troubleshooting was performed. The customer stated that the alarm persisted and the device also had a frozen screen. The insulin pump was rested for couple hours and the frozen display continued. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.